Event description:
It was reported to boston scientific in 2007, that an ultraflex covered ng esophageal stent was used for a esophageal stent placement procedure in a female patient (age and weight unknown) the same day. According to the complainant, "dr did an esophageal stent the same day. Post deployment of the stent they saw under fluoroscopy and endoscopy that the proximal flare had not expanded fully." The physician completed this procedure with this ultraflex covered ng esophageal stent. No patient complications were reported as a result of this issue.

Manufacturer narrative:
Summary the device has not been returned, therefore, an analysis can not be performed, thus the cause of the reported event cannot be determined. A review of the device history record for the pertinent lot was performed; no anomalies were noted.